Event description:
This case was reported by a consumer and described the occurrence of lip numbness in a (B)(6) female patient who received super poligrip extra care with poliseal (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip extra care with poliseal (dental). At an unk time after starting super poligrip extra care with poliseal, the pt experienced lip numbness and accidental ingestion. At the time of reporting, the events were unresolved. Pt lodged a product complaint of super poligrip extra care with poliseal, did not hold her upper partial, and a lot oozed onto her lips, mouth, tongue, back of throat. Ae f/u received 28 october 2009: consumer called back and said her lips are wrinkled, the numbness of her lips went away, she had burning of her lips that went away, her lips get tight, her lips feel greasy. (Lip disorder). F/u info from the consumer (current age was (B)(6)) was received on (B)(6) 2010 included serious criteria. The patient's past medical history included pericarditis and sinus infection. Concurrent medical conditions included acid reflux, anemia, chronic obstructive pulmonary disease, hiatal hernia, slipped disc in back and slipped disc in neck. Concurrent medications included fluticasone propionate +salmeterol xinafoate (advair), salbutamol sulphate (albuterol) and unk. On an unk date, the pt started super poligrip extra care with poliseal. At an unk time after starting super poligrip extra care with poliseal, the pt experienced anemia and pica. The patient reported that she ate 30-40 trays of ice per day due to the anemia. The patient was hospitalized for 3 to 4 days. The patient was treated with blood (blood transfusion) and iron salt (iron). At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
Super poligrip extra care with poliseal is manufactured in (B)(4) and neither the product nor lot number for this product is available. Case (B)(4).